Event description:
It was reported that the settings for the pump's basal program were deleted without user intervention.

Manufacturer narrative:
No add'l complaints have been received regarding this pump. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.